Event description:
The hook broke off inside the patient. The customer contacted customer service during the procedure requesting to talk with someone who could advise how to proceed. Customer service contacted the district manager and transferred the call. Per the district manager: the patient was in surgery. The district manager advised the surgeon while excising the lesion to proceed and remove the spring hook. The surgeon inquired if it was safe to leave in and district manager advised not to and to remove it. The surgeon advised she would proceed. Update on (B)(6) 2012 - per the district manager: unsure why the hook broke off, the patient was in surgery, so the hook was removed while there. No lot number obtained. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Expiration date unknown as lot # is unknown. (B)(4). Manufacture date unknown as lot # is unknown. Event is still under investigation.